Event description:
It was reported via repair work order that the nurse call cable was damaged. It was also reported that the scale was inaccurate and would not zero due to the scale needing to be calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.